Event description:
It was reported that after insertion of the iab, the pump experienced helium loss alarms. As a result of this, the iab was removed and replaced. There were no associated pt complications.